Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 36 mg/dl at the time of the incident. The customer also had a high of 500 mg/dl due to a virus. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported diminished pump battery life, unexplained no delivery alarms, and hard to press buttons. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.